Event description:
Leakage was found in the catheter at the connection between the reservoir and valve during the operation. This is a progav shunt system (#fx434t). No patient complications were reported as a result of the procedure. The complained product was not yet sent to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
The complained product was now sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, visible cut marks in the catheter were determined. Results: based on our investigation results, we can determine that the connecting catheter between the reservoir and the progav valve showed signs of non-production-related cuts and cracks. We are unable to explain how the above-mentioned damage occurred. The visible straight cut edges indicate that the catheter came into contact with a sharp object. Prior all shipments of products with catheters a tension test is performed, which was documented in a final documentation. The returned product passed a successfully test. So, we can exclude the presence of a defect at the time of delivery, since the final documentation proves a successfully completed test. We would also like to draw your attention, once again to the -safety measures and contraindications- section of the IFU sent with the product, where it is pointed out that caution should be exercised when using sharp objects while handling the catheters. The examination of the return has been completed with the drafting of this report. No further regulatory actions are required from our point of view.